Event description:
--

Event description:
Information was later received that this lead was explanted. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged causing loss of capture. Therefore, the device was reprogrammed vvi. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a horough product analysis was performed. Visual inspection noted two perforations in the insulation sleeve 30 mm from the terminal pin. It apeared a sharp object pierced the insulation above the coils and came out through the insulation on the other side. Body fluid was present in the insulation in the area of the punctures. Additionally, the coils were slightly stretched at the end of the terminal pin insulation sleeve. This lead was confirmed to be electrically continuous. The field observations were not confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.